Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 546 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at time of high blood glucose. Customer took 21.0u with the needle to treat high blood glucose. Infusion set cannula was bent. The pump will not be returned for analysis.